Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, only one proglide device was used to close a puncture site greater than 8f. The proglide instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU deviation contributed to the reported difficulties. The patient effects of death, fistula, hematoma, hemorrhage, hypotension, occlusion, pseudoaneurysm, dissection and thrombosis are listed in the electronic proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention, surgical intervention, delay in treatment/ therapy and hospitalization were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
Date of event: estimated date. (B)(4). The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional possible patient effect of death is captured under a separate medwatch report.

Event description:
This event is from a literature review identifying proglide devices using the preclose technique in common femoral arteries prior to transcatheter aortic valve implantation (tavi) procedures. The proglide devices may be related to: closure failures which may result in major and minor bleeding, pseudoaneurysm, dissection, stenosis [occlusion], hematoma and av fistula with some closure failures using additional devices, stenting, transfusion, thrombolytics, hemoglobin and surgery to achieve hemostasis resulting in possible prolonged hospitalization and clinically significant delays. Typically only a single proglide was placed for a large hole closure. Specific patient information is documented as unknown. Details are listed in article, titled: manta versus perclose proglide vascular closure device after transcatheter aortic valve implantation: initial experience from a large european center.